Event description:
The customer contacted physio control to report that their device had unexpectedly lost power during monitoring a patient. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio control service representative evaluated the customer's device and verified the reported issue. The issue was also verified upon reviewing the electronic patient's record. The power pcb and battery pins were replaced as a precautionary measure, however no root cause can be determined. After performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available.

Event description:
The customer contacted physio control to report that their device had unexpectedly lost power during monitoring a patient. There were no reports of adverse effects to the patient as a result of the reported issue.